Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2010 for this event. The fse performed troubleshooting, serviced the instrument, and replaced some hardware.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to liquid leaking in the back of the 10psi regulator located in the unicel dxc 600 synchron chemistry analyzer. No customer exposure was noted.